Event description:
It was reported that during tka when the surgeon began mapping the femur the image of the full yellow femur appeared and then began painting green dots onto the femur. The femur did, however move around with the brush while painting. When tibia was painted it returned back to the grey bone that was then painted cream as per usual. Surgery was completed without a back-up device and no patient injuries were involved. It is unknown if there was any surgical delay involved.

Manufacturer narrative:
H10 h3, h6: the navio surgical system logs, used in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if this was an occurrence of a software bug that causes the bone to appear to be fully painted. If the system logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.